Event description:
This pt experienced a restenosis of three cypher stents placed in two lesions approx 18 months post index procedure. This was treated with re-intervention and additional stent placement in both sites. The pt is currently in stable condition. This pt was admitted to the hosp with a chief complaint of recent non-q-wave mi (4 days prior). The pt was currently taking aspirin, plavix, beta-blockers, statins, and daflon. The pt was taken electively to the cardiac cath lab, where angiogrpahy revealed 99% de novo lesion in the rca and a 70% de novo lesion in the lcx. A bolus of 7,500 units of heparin was administered via IV. There were no difficulties in accessing or wiring the vessel noted. The rca and the lcx lesion were both predilated with a 2.0 x 20mm aqua t3 balloon. A 3.0 x 33mm cypher stent was deployed in the rca to 16 atms. A second cypher stent, 3.0 x 18mm, was then deployed to the rca to 16 atms, in overlapping fashion to the first. In the lcx, a 3.0 x 33mm cypher stent was deployed to 18atms with satisfactory results. The stents were not post-dilated. Residual stenosis was reported to be 0%. The pt was discharged on the same pre-procedure medications, for which they are reported to have been compliant. Approximately 18 months later, the pt returned to the hosp due to stable angina (ccs ii). Repeat angiography demonstrated instent restenosis of both the cypher stents placed in the rca and the lcx. Successful revascularization and add'l stent placement was performed on both vessels in a staged procedure over the course of two weeks. The pt is currently discharged in stable condition.